Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, receipt printer was not set up correctly, it prints very tiny and barely legible. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that label printer was not configured. The technical support specialist (tss) logged in as care fusion admin and verified the zebra printer installation, universal serial bus (usb) port assignment, media settings, cutter mode, thermal direct configuration, tracking mode, and printing defaults. Tss then configured the printer default settings, verified internal thermal printer remained the default printer and disabled usb power saving on the generic usb hub. The system functioned as intended after the technical support specialist troubleshot the device.